Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels and their sensor. The customer's blood glucose level at the time of incident was 30mg/dl. The customer states they treated with instant glucose and milk. The customer's levels rose to 85mg/dl. Troubleshoot was conducted. The customer was assisted with sensor issues.